Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not charging the battery and displays a permanent charging failure error. It was unknown how the issue was found. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Additional details were reported, and it was noted that the device was in use when the issue occurred. No patient or user harm was reported. The device was serviced, and it was reported by the service engineer (se), that the battery was replaced. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The work order created for the event was cancelled; and the technician was not dispatched. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.